Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there were no audible low alerts from the smart device. No additional patient or event information is available. Data was provided for evaluation. The reported no audio alert was confirmed via data. The root cause was determined to be patient misuse/error. The smart device audio volume was set to zero.